Manufacturer narrative:
Retention and returned products for the reported lot number were tested with in-house, drug free donor urine. All test devices produced expected negative results for coc at the 5-minute read time. No false positive results were observed during in-house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive coc results was not replicated as retention and returned products performed as expected. A root cause could not be determined based on the information provided. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented ot the facility for a pre-employment drug screen. Prior to testing, the patient admitted to thc use. The patient's urine was tested on the 10 panel icup and obtained a negative result for thc, but a postive result for coc. Patient denied cocaine use. The same urine sample was then poured into an alternate cup of the same lot number and the expected results were obtained (positive for thc, negative for coc). Confirmatory testing was performed at an alternate facility and also produced negative results for coc. No treatment was provided or withheld due to the false positive coc results. No adverse patient outcomes reported. Although further information was requested, no further information was provided.